Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery of insulin when attempting to deliver a bolus. The blood glucose reading at the time of the incident was 392 mg/dl. The customer was unable to troubleshoot for the issue and that the issue was resolved by a complete set change. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.